Event description:
It was reported that leak was observed from an unknown location of a 4l oxygen barrier bag, filled with parenteral nutrition fluid. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The device was visually inspected and functionally tested. The bag was inflated with air and leak tested under water. A leak was revealed from a small slit next to the bottom seal of the bag. The cause of this condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.